Event description:
It was reported that the device had a bad touchscreen. There was no patient involvement at the time the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit passed the touchscreen calibration, but then drifts again shortly after. The customer requested the part number for the user interface assembly, which was provided. The remote support engineer (rse) advised that greater than 2.10 software was needed for compatibility.

Manufacturer narrative:
Upon further investigation, this record was determined to be a duplicate record of MFR report number 2031642-2022-00574. The investigation will be documented under MFR report number 2031642-2022-00574. Therefore, this complaint no longer meets reportability requirements.